Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was deformation of the cervical probe tip. The operation was completed using a different instrument. There was no impact to patient's outcome and there was no surgical delay time.

Manufacturer narrative:
The probe was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The probe had a noticeably bent tip, resulting in a high divot error reading. The probe was physically damaged. Codes: b01, c07, d02 g2) foreign country: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.